Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is off the insertion device and missing several threads on one side. A partial suture is threaded through the tip of the anchor. The majority of the sutures were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation could not be performed as this is a single use device and the anchor/suture have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the anchor of the healicoil broke. All pieces were removed form the patient using tweezers. The procedure was successfully completed with a delay of 10 minutes using a smith and nephew back up device. The back up device was used in the original bone hole, so no void was left in the patient. No further complications were reported.